Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unintended pregnancy on (B)(6) 2009. Concurrent conditions included back pain, low back pain, headache, migraine, obesity, skin tags, asthma, breast mass and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding(vaginal,menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Concomitant and historical conditions were added. Lot no was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unintended pregnancy on (B)(6) 2009. Concurrent conditions included back pain, low back pain, headache, migraine, obesity, skin tags, asthma, breast mass and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and embedded device ('device embedded within the bilateral cornu') in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2009, cervicitis cystic, leiomyoma of uterus, unspecified, adenomyosis, cervical cyst, umbilical hernia, septic shock and borderline diabetes. Concurrent conditions included back pain, low back pain, headache, migraine, obesity, skin tags, asthma, breast mass and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (robotic total laparoscopic hysterectomy cystoscopy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia had resolved and the embedded device, menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Number of coils: left: 4, right: 4 product removal date updated from (B)(6) 2016 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory position of each micro-insert. Satisfactory occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received. Reporter information, patient medical history, event: embedded device, rcc added. Product removal date updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and embedded device ('device embedded within the bilateral cornu') in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2009, cervicitis cystic, leiomyoma of uterus, unspecified, adenomyosis, cervical cyst, umbilical hernia, septic shock and borderline diabetes. Concurrent conditions included back pain, low back pain, headache, migraine, obesity, skin tags, asthma, breast mass and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (robotic total laparoscopic hysterectomy cystoscopy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia had resolved and the embedded device, menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Number of coils: left: 4, right: 4. Product removal date updated from (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory position of each micro-insert. Satisfactory occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Lot number: 663252, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar- 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2009. Concurrent conditions included back pain, low back pain, headache, migraine, obesity, skin tags, asthma, breast mass and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Event: post removal complications added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.